Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information are in process. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and annulus. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Based on the information received the cause of the event remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through a clinical trial that a patient with a 25 mm aortic valve implanted was experiencing worsening pvl +3 after an implant duration of approximately three years and will undergo intervention. Per received information, patient presented to ed with complaint of dizziness and shortness of breath. It was reported "this valve has a left ventricular skirt. Reviewing the measurements of the skirt on CT reveals that the skirt is not completely expanded. I was obtaining measurements of 24 mm to 25 mm. The skirt normally measures around 27 mm for his 25 mm valve suggesting that there is some incomplete expansion." Patient was evaluated for and is planned to undergo amplatzer plug procedure to treat the perivalvular leak.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Corrected data: the subject device is not sold or marketed in the us but is similar to a device edwards intuity elite valve system aortic valve, model 8300ab, PMA number p150036, product code lwr.

Manufacturer narrative:
The patient was taken for intervention and an amplatzer ii plug was successfully placed to treat the perivalvular leak. Post-procedure echocardiogram showed normal hemodynamics and function of the aortic valve, trace mitral regurgitation, and no aortic regurgitation. Although the root cause of this event cannot be conclusively determined, it appears that the root cause of this event was due to procedural related factors. It was noted that findings suggested incomplete expansion of the valve. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Through further investigation, the subject device is not sold or marketed in the u.s. No further corrective or preventative actions are required at this time.